Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary complaint investigation results: a complaint was received for the autosoft 90 product. However, the lot number was not provided, which limits traceability and no samples are available for tests. Investigation actions were initiated to assess current controls and identify potential risks. Packaging controls review: during the autosoft 90 packaging process, a verification at 100% is performed in the finished product material before packaging to segregate and send to scrap the material that present the next visual failures: cover is not damaged or burned tyvek is completely sealed and covers the entire ring area. Infusion set does not have double tyvek. Infusion set is free of contamination. This inspection at 100% is performed according with the document (B)(4) rev.105 (instructions for packaging inset family products). These inspections are documented in the pfmeca 4906008 [68] of the inset packaging, the severity for 100 % visual inspection of single pack. Additionally, work instruction (wi) [125], and [80]. Specifies that: printing on the cover must be legible and the printed lid is not perforated by the laser. Burst test bacterial resistant paper must withstand a burst of at least 244 cm h20 peel test and verify the tyvek has no damage, and it is properly sealed in the ring. These inspections are documented in the pfmeca 4906008 [68] of the inset packaging. Conclusion: as a result of the following: current packaging controls, including visual inspections before sterilization and verification of sealing integrity, they are in place to detect and prevent packaging defects in autosoft 90 products. Although the lot number is unavailable, the investigation includes a comprehensive review of current controls, historical data to document how packaging integrity issues and related defects are currently detected and prevented.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced an event where the plastic wrapping had been open on (B)(6) 2025 prior to use. No further information available.